Event description:
It was reported that this left ventricular (lv) lead was explanted after being implanted less than one year. A new lv lead was successfully implanted at the surgical intervention. No additional adverse patient effects were reported.